Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that approximately one year post-operatively an anchor c self-drilling screw migrated. Revision surgery has not been performed.

Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that approximately one year post-operatively an anchor c self-drilling screw migrated. Revision surgery has not been performed.